Manufacturer narrative:
It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. One ace device was implanted on the index procedure. There were no anatomical complications or device issues reported during procedure. Starting tricuspid regurgitation (tr) was moderate and tr grade immediately after the index procedure was trace. On pod #34, single leaflet device attachment (slda) was detected on the device implanted and tr grade increased to moderate. A reintervention was required and an additional pascal was implanted in anterior-septal (a/p) position. Tr grade after the re-intervention was reduced to trace. The patient's final outcome was stable.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on information provided by the edwards clinical specialist (cs), who was present during the second procedure. Due to limited information, a definitive root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances associated with the complaint event identified. Since no edwards defect was identified, corrective or preventative actions are not required.